Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the cap became loose after it was removed for sample sharing, and when placed back on the tube, it pops off while running assay. No patient or user impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the cap became loose after it was removed for sample sharing, and when placed back on the tube, it pops off while running assay. No patient or user impact reported.